Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an adipositas surgery, the device did cut, but the staples were ejected without being shaped. The staples had to be recovered from the situs. The stomach was overstiched. The procedure was successfully completed and no fragments were generated. There were no patient consequences and no other medical intervention was required.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2020 d4: batch #t5f07e investigation summary the analysis found that one plee60a device was returned with no apparent damage and with one ecr60d reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.